Manufacturer narrative:
(B)(4). Additional information: the analysis found that the ple60a device was received in good visual condition and with six ecr60d cartridge reloads present. Cartridge (b, c, d) ecr60d, l51w12 were received fully fired and in good visual conditions. Cartridge (e, f, g) ecr60d, l51w12 were received fully fired and with the cartridge deck damaged. In order to verify the condition of the internal components of the reloads (b, c, d, e, f, g) they were disassembled and the reloads (b, c, d) were in good conditions. Cartridge reloads (e, f, g) were noted to have the deck damaged. The damage to the cartridges is consistent with the device being clamped over a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. In addition the cartridge deck damage is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occur. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information was requested and the following was obtained: what part of the device was damaged? Did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? On which firing(s) did this event occur (1st, 2nd, 12th, etc.)? What color cartridge was being used? Were any of the forces higher or lower than expected (closing or opening)? Additional information from affiliate: sleeve gastrectomy; incomplete staple line; no staples in the patient's abdomen.

Manufacturer narrative:
(B)(4). Additional information received: upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and has been revised to not reportable. Additional information requested and received: what part of the device was damaged? Did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No. Did the device cut? No. If yes, was the cut line complete? No.

Event description:
It was reported that during an unknown procedure, the device was damaged. Another like device was used to complete the procedure. There were no adverse consequences for the patient.